Event description:
It was reported that during an implant attempt, the lead helix would not extend after a significant number of turns. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.